Event description:
It was reported to philips that the azurion device would not boot up. The device was not in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the device onsite and was able to replicate the reported malfunction. Fse replaced the pdu control module and carried out required system settings. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Analysis of the system log file showed acquisition, collimation, geometry, ui devices and x-ray generator errors. During troubleshooting, the fse found that the led status of gpdu indicates that control module was having problem. The fse replaced the pdu control module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.